Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that that no additional actions were taken and to their knowledge the event had been resolved.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that over the past month, particularly since the pt had a posterior cervical spinal fusion and an external bone stimulator was connected to the fusion area, the pt has noticed they are taking 3-4 hours to charge and the pt states they cannot get above 50%. The caller notes pt's ins was depleted today when the pt came into the office, so the rep charged the ins and got to 40% in ~.5 hours. Rep observed charging coupling at 'excellent,' though when looking at charging diary on tablet the coupling aggregate showed 'good'. The caller states the diary showed multiple instances in april of the pt going above 50% which seems to eliminate the pt's complaint of not going above 50%. The caller provided a couple sessions from the diary: 4/17 10-100% in 1.7 hours with good coupling. Another session 10-20% in 1.4 hours with fair coupling. Another session 30-50% in 41 minutes. The pt has not had any noted falls/trauma or significant weight gain and the ins appears to be adequately superficial. The pt uses the belt when charging and notes checking the controller screen when charging. Agent advised that the recharger could be replaced, though it may not be reasonable to assume that a replacement would resolve this issue--agent advised that the pt not frequently check the screen of controller while charging and make sure they are maintaining the recharger over ins while charging, as well as consider charging more frequently for shorter durations (pt's current interval is 5 days). Agent reviewed that it would not be anticipated that the bone growth stimulator would impact charging significantly but that is difficult to know for certain. If issues persist beyond recommendations, further troubleshooting will be assessed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.